Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "any creases" and "lateral migration of the implant pocket." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp openings on radius and posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Stress marks observed. White calcification on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation , "any creases" and "lateral migration of the implant pocket." Device was explanted.